Event description:
This is a non-us event. This occurred in canada. Consumer reported via e-mail that upon use of a tampon, the pledget fell apart into pieces. She noticed pieces had been left behind when they expelled from her vaginal cavity while using the restroom. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.